Manufacturer narrative:
(B)(6).

Event description:
It was reported that during shoulder arthroscopy the suture anchor broke. All pieces were removed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3,h6: the reported 5.5 twinfix ultra pk anchor assembly, used in treatment, has not been returned for evaluation, however photographs were supplied. Examination of the photographs confirmed the reported complaint. The photo showed four devices, all of which show four device anchors broken at the suture eyelet. From the information provided, the anchors broke during insertion. An exact root cause cannot be determined with confidence with the limited clinical information provided; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10, h2, h3, h6: two 72202600 twinfix ultra pk 5.5mm devices used in treatment, were returned for evaluation. The inserters were returned with handle and spring action functional. Forks were intact but were bent. Anchors and suture were attached to the inserters. One was a partial anchor returned. Distal threads were missing and were not returned. Remaining threads were ragged at the distal tip. The second anchor was whole but was cracked and had burnished distal threads. The tip was bent off axis. Product indicated symptoms of excess torque, loss of axial alignment or inadequate tunnel size would also encourage the symptoms found. Specific prep and use techniques are outlined per instructions for use: if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Complaint history review indicated similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contain recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the devices show cause that the material was related to the reported failure. Product met specifications upon release to distribution.